Manufacturer narrative:
510k: this report is for an unknown screw/rod construct accessories/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the patient underwent a surgical procedure for t4-t6 decompression and posterior stabilization on (B)(6) 2010. On (B)(6) 2010 the patient was transferred to (B)(6) hospital due to complete paraplegia at t2 and spasms in flexion in the lower limbs of moderate grade. The patient was discharged on (B)(6) 2010. The patient went for implant removal surgery on an unknown day of (B)(6) 2016 with the symptom of syringomyelia, rupture of the connection between the cervical side and the dorsal one, rupture of the stabilizer bars. It was unknown if there was surgical delay. The patient outcome was unknown. This complaint involves one (3) device. This is 3 of 3 for report (B)(4).